Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was explanted (B)(6) 2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Eos with unexpected battery behavior. Device went from 3 percent battery/mos2 on (B)(6) 2025 to eos on (B)(6) 2025. Patient does not report a recent cardioversion or procedure. No adverse patient events were reported. Should additional information become available, this file will be updated. Device currently remains implanted.